Event description:
Exit block and intrinsic low r-wave were observed. Patient reported not feeling well. X-ray revealed a slight movement of the lead. As such, the lead was explanted. Patient was reported to be well after event.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported event. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal.